Event description:
It was reported that the customer went to the emergency room (ER) and subsequently was admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 500 mg/dl and high ketone level. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."